Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited shock impedance measurements of greater than 125 ohms. The device and electrode were subsequently explanted and replaced. No additional adverse patient effects were reported. This electrode has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited shock impedance measurements of greater than 125 ohms. The device and electrode were subsequently explanted and replaced. No additional adverse patient effects were reported. This device has been returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified severe twists and curves in the electrode body in the region approximately 20 centimeters (cm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed all conductor coils were fractured in the area of the observed twists and curves. The fracture characteristics appeared consistent with twiddler's syndrome. The fractures resulted in the observed high shock impedances.